Event description:
It was reported that the customer was hospitalized due to high blood glucose of 519mg/dl. It was stated that the customer woke up and was vomiting. The customer checked his glucose level, but the blood glucose meter did not register the readings. The mother believes that his glucose level was over 600mg/dl. Troubleshooting was performed. The time and date on the device were correct. Ran a fixed prime test and the insulin did exit. Advised the mother to call back when the tubing clamp arrives to complete the testing. Advised the customer to remove the cannula, and it was not bent or occluded, but the pt's site was sore and irritated. It was stated that the customer will be treated at the hospital with antibiotics for possible skin infection at the insertion site. The mother called back and assisted her to run the high pressure test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.